Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented at the hospital for a device check. The right ventricular lead exhibited noise, high pacing lead impedance and observed to be fractured under a chest x-ray. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.